Manufacturer narrative:
Manufacturing date -- august 4, 2016 ¿ august 8, 2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. A flow rate test was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an underinfusion was confirmed in a small volume infusor after patient infusion. The pump was filled with 100ml of 5fu. The expected flow rate was 100ml/46hrs. After 50hrs had passed from patient infusion, there was about 30ml of residual drug observed in the bladder. There was no patient injury or medical intervention associated with this event. No additional information is available.